Event description:
Upon implanting a 4.0 x 36mm medium threaded screw into the medial epicondyle of a 14 yo boy, final compression of fracture heard a loud snap and the lateral xray showed screw broken at the shank/thread junction. Threaded portion of screw remains in the patient after multiple attempts to remove.